Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. It was noted that both shock and pacing impedances increased slightly and went back down to the baseline. Technical services (ts) suggested troubleshooting actions. The lead remains in use. No adverse patient effects were reported.